Event description:
It was reported patient underwent a knee arthroscopy procedure on (B)(6) 2012. During the procedure, the surgeon implanted the first anchor and as the surgeon went to implant the second anchor it stuck in the channel. The surgeon had to remove the anchor from the patient and completed the procedure with another marxman straight with no delay or patient injury.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery. Failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result."